Event description:
It was reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer attempted several troubleshooting steps, including using different wall adapters, but the issue persisted. Technical support decided to send replacement charging supplies via two-day shipping, and the customer was advised to rely on manual insulin delivery if the pump battery depleted before receiving the replacements.